Event description:
Patient underwent several radiotherapy sessions (in (B)(6) 2014). The pacemaker was interrogated on (B)(4) 2014 and it was found in standby mode. It was then re-initialized by the programmer. After re-initialization, physician attempted to reprogram the ventricular lead in bipolar configuration, but it was not possible. An analysis was requested so as to identify the cause of the switch in standby mode and the reason of impossibility to reprogram v lead in bipolar. Patient care recommendations were requested.